Event description:
It was reported that during a low anterior resection, on the first firing, the device did not staple. A pursestring suture was made on the rectum stump and a circulair stapler introduced anally and an end to end anastomosis was performed to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.